Manufacturer narrative:
As of this filing, the investigation remains in process and a supplemental and final report will be filed upon the completion of the complaint investigation. Device was discarded at user facility.

Event description:
The user facility reported that during use of the airseal 5mm access port in a sleeve gastrectomy procedure, the "trocar broke off" in the surgical site. As reported, the breakage was not discovered until the co2 had been let out and after the surgical assistant pulled out the airseal trocar. The surgeon then noticed that the broken piece was still inside the patient. Another trocar was used to re-insufflate the patient with co2 and a larger incision was made to remove the broken trocar piece. Other than a 20-minute delay reported, the procedure was otherwise completed with no further complications or serious adverse effect to the patient. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One (1) used/damaged airseal 5mm access port was returned for evaluation. An evaluation and visual inspection of the returned device by the quality engineer did verify the reported breakage. In this instance, the damage observed on the device is believed to be use related, where an extreme cantilever load was placed on the device during use. This device is a vendor item and the certificate of conformance indicated that the product from this lot #675-15 met final inspection and product release acceptance criteria. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history for this device shows there have been a total of four (4) similar reports received. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4) percent. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.